Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was explanted due to vegetation on the leads and not replaced. There were no other adverse patient effects reported.